Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u4 on display board. Replaced corroded rear case under exterior plastic recall. Replaced damaged door assembly. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/27/2009 to present date 12/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The device was identified to have a dim segment and fault keyboard. There was no patient involvement.